Event description:
It was reported that shaft break occurred. A 12mm x 3.25mm nc quantum apex balloon catheter was advanced for post-dilatation. However, during removal, balloon shaft dislocation was observed with air present in the shaft. No patient complications were reported.